Event description:
During supraventricular tachycardia (svt) ablation procedure with a thermocool smarttouch sf catheter, the patient experienced pericardial effusion treated with pericardiocentesis. Initially, it was reported that the thermocool smarttouch sf catheter was unable to zero, and the force reading on the carto 3 system force dashboard was showing as "na." Eventually, the carto 3 system displayed a "hi" force alert on the dashboard, and the force vector started to erratically point in different directions. There were no specific errors displayed on the carto 3 system. The cable was replaced without resolution. The thermocool smarttouch sf catheter was replaced, and the issue was resolved. The procedure continued. The force reading issue is not MDR reportable. Then, towards the end of the procedure, a pericardial effusion was noticed in the patient. While the physician was ablating along the back of the cavotriscuspid isthmus (cti) line, the force reading for the thermocool smarttouch sf catheter jumped from about 15g to 35g of force in about 2 seconds (the lesion was about 15-17 seconds in duration). They were not utilizing intracardiac echocardiography (ice) for this procedure. Then, the octaray catheter was re-inserted into the body to map. At this point, the patient's blood pressure dropped. The pericardial effusion was confirmed via transesophageal echocardiogram (tee) probe. The medical intervention provided was pericardiocentesis, and about 750ml of fluid was removed. The patient's condition is unknown at the time of reporting. The lot number could not be confirmed for the thermocool smarttouch sf catheter being utilized when the injury occurred. The following biosense webster inc. (Bwi) devices were used and not available for return: octaray catheter, decanav catheter, carto 3 system, and ngen generator. Also, a webster quadrapolar catheter (reprocessed by sterilmed).

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref#: (B)(4).